Manufacturer narrative:
On 10-oct-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31014585m and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent idvt (idiopathic ventricular tachycardia) ablation that included webster¿ electrophysiology catheter. The patient experienced cardiac tamponade that required pericardiocentesis. Timing of adverse event: during use of bwi products, during mapping phase description of health hazard: it was reported that the patient suffered a pericardial effusion. There was a webster quad in the rv apex. The patient's blood pressure dropped. The medical team was not able to visualize the pericardial effusion to confirm the effusion. A transesophageal echocardiogram (tee) was performed and a pericardiocentesis was performed. An unknown amount of fluid was removed. The medical team did not have any additional information about the immediate intervention as they "stepped out of the room". Approximately half an hour to an hour later, they put the soundstar catheter in and confirmed that there was no longer an effusion. The drainage tube was left in place, for the remainder of the procedure. The procedure was continued and completed successfully. The physician believed that when pacing from the quad along with epinephrine it may have caused the right ventricle (rv) catheter to "bump and poke through". The physician did not rule out the ablation catheter--they were "not 100% sure or how it happened". Outcome of adverse event: fully recovered. Patient required extended hospitalization because of the adverse event, one night stay. No transseptal puncture was performed. No ablation was performed prior to noting pericardial effusion. No evidence of steam pop. Correct catheter settings were selected on the generator. Force visualization used: dashboard, vector. The ablation catheter was in the patient's body at the time of event; however, no ablation was performed. ================= generator information: ref (B)(4). (B)(6). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.